Manufacturer narrative:
The insulin pump was received with currents within specifications. No unexpected failed battery test or low battery alarm. Motor error alarm during rewind due to corroded motor home switch. Missing segments partial display due to zebra connector cracked. Scratched lcd window, cracked display window corners, battery tube threads cracked,broken belt clip slot,cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and motor error alarm. The blood glucose at the time of the incident was 123 mg/dl. Troubleshooting was performed. The device was returned for analysis.